Manufacturer narrative:
Pump was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Pump received with scratched/dented keypad overlay and minor scratches on display window noted. The keypad overlay and display window was damage due to dog chew.

Event description:
Customer reported via phone call that insulin pump had crack on the screen, dents and scratches. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will be returned for analysis.